Event description:
The report states: during use on a pt, the pt's family confirmed only 560-570ml of air was returned while 600ml of air was supplied. This condition was not seen when the lock position of double tube was slightly shifted and secured the connector part with tape. However, the tape sometimes came off due to moisture. The problem has been seen the last few months. Cuff pressure meter was not used, but pilot balloon became very big, and the pressure was high. Leak was confirmed from between external cylinder and internal cylinder of connector part not from the cuff. The spo2 was 98%. This condition occurs with new internal/external cylinder pair. The product was inspected prior to use. The pt is in home-care and has used a tracheotomy tube for over 10 yrs.

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for investigation. If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report.